Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the guidewire failed to advance through the right atrial (ra) lead. The ra lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of a stylet insertion issue was not confirmed. A complete lead was returned for analysis. No lead anomalies were found. A stylet insertion test was performed. X-ray confirmed the stylet was able to be fully inserted/ removed with no restrictions.